Manufacturer narrative:
The biomedical technician sought and was administered medical treatment. The biomedical technician tore a muscle and will undergo surgery. He is currently working from home. A steris field service technician arrived onsite, inspected the unit, and identified a cracked fitting on the s-2 which allowed for the steam leak. The technician also observed the copper line between the s-2 and the manual valve was disconnected. The user facility indicated they did not want the manual valve used and the line that leaked should be plugged off. The technician removed the line from the s-2 to the manual valve as requested, tested the unit, and confirmed the unit to be operating according to specification.

Event description:
The user facility reported their biomedical technician was working on a sterilizer situated next to the eagle sterilizer when a hissing sound came from the copper line which connects the s-2 and the manual valve on the eagle sterilizer. The biomedical technician began to work on the eagle sterilizer when the fitting connected to the s-2 broke releasing steam. The steam burnt the biomedical technician's forearm. Startled, he backed away quickly from the unit and tripped. He fell onto the ground and injured his left shoulder. The biomedical technician was able to close the facility steam valve. No procedural delays or cancellations were reported.